Manufacturer narrative:
The recipient's reimplantation surgery is reportedly scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The re-implantation surgery was attempted, however, was unsuccessful. No tumor was present. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the test data indicates impedance issues. The recipient is recovering well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.